Event description:
It was reported that the device displayed a message which prompted the user to upgrade the device firmware. On (B)(6) 2015 the device software was successfully upgraded. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).